Event description:
It was reported the device was giving error code 41786. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event unknown. D4: UDI unknown. G5: 510k unknown. One infusion pump was received for evaluation. Visual inspection found the tamper seal intact and no visible physical damage. The device was visually checked and was tested by procedure, it what was found that it displayed 41786-no power on the main menu, with a red screen. The cause of the reported problem was pwa board (printed wire assembly). The pwa will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.